Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Physician brought the patient into the operating room, opened the chest incision, flushed the pocket with antibiotic solution, and closed.

Event description:
Patient presented back to the physician with an infection at the chest and neck incision sites. Culture was taken and the results returned positive for staph infection. Physician brought the patient into the or, removed the entire inspire system, flushed both the incision sites with saline and antibiotic solution, and closed. Post-op antibiotics were prescribed after the procedure was completed. Patient returned to the physician for a post-op follow-up appointment where no evidence of infection was noted.